Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid 1.1 or 1.01 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2016. It was reported the pump started turning in the patient¿s body then started protruding from his stomach. The pump was replaced (B)(6) 2019. No symptoms were reported. The patient recently got access to a personal therapy manager (ptm). On (B)(6) 2019 the ptm had code 8621 ¿wrong/incompatible pump code/alert¿. The ptm would not work and communicate with the pump. The patient was redirected to follow up with the hcp to have the ptm coupled/paired to pump. No further complications were reported.